Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that " tested one to see how much force I needed to pull it apart and needed to put some strength into it, thinking maybe the connection is weak but it is pretty solid. IV site itself remained intact and confirmed there was no pulling or manipulating of the IV line"

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo indicates that the product separated at the inlet port of the y-site connector. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, the separation between tubing and the nac-y connector could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. The manufacturing location for the product and reported batch number, will no longer be producing the product. Therefore, no corrective actions were taken at that manufacturing location. A quality alert for the same product was created to communicate the defect and reinforce the correct solvent application between components and follow-up to work instruction as issued at the remaining production location to avoid similar issues. A device history record review for model mzx5306 lot number 25019344 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.